Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer alleges that a new tub seal is needed because the one on the tub now is no longer adhering.